Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion, was located in a shunt in the non-tortuous and mildly calcified radial vein. A 6.00mm, 2.0cm, 90cm 2cm peripheral cutting balloon was advanced for treatment. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed. And the procedure was completed with a different device. No patient complications were reported. And the patient was in good condition, after the procedure.